Event description:
The hospital reported that during the middle of an endoscopic vein harvesting procedure, the hemopro tissue welder would not turn off when the activation switch was not being activated. The pa immediately removed the device from the patient. Device was unplugged and then was replugged and device turned on and off fine. The same device was used to complete the procedure. The hospital did not report any patient complications. Hemopro power supply setting was 2.5 per IFU recommendations.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. (B) (4).